Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was found to have an endoscope adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations that were not reported by site were that the endoscope integrated connector was visually inspected and found with damage to the electrical contacts and/or circuit board. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer has been experiencing issues with the 30-degree endoscope. When changing the endoscopes from up to down or vice versa during operation, the image gets mirrored. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the intuitive surgical, inc. (Isi) clinical sales representative and obtained the following additional information: the identified issue was during surgery and the reported issue was inverted image and unintuitive motion.